Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit¿s alarm did not go off while in use on a patient. There was no harm to the patient or user. The customer stated the unit did not alarm when the patient removed the mask. The customer was unable to confirm if the patient had removed the mask or if it had been off for a long time. The customer checked the event log and did not see any significant alarm logs. The customer then performed a full performance verification test (pvt) on the device and the device passed pvt. The customer performed extra alarm tests, and the alarm activated every time for the customer. The remote service engineer (rse) informed the customer that if the device passes pvt and extra alarm tests then the device is fully operational. The device passed testing by philips standards and was returned to service.